Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. There have been no other complaints reported in the lot number. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported following the intraocular lens implantation the lens had rotated slightly and a lasik had to be performed. Patient had experienced near vision was not clear and had flashes, flickering along with an rise in the intraocular pressure. The patient had also experienced symptoms such as watery eye, dry eye and was also out of focus.